Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during interrogation of this pacemaker with a programmer, a message was observed that the device was in storage mode. Boston scientific technical services (ts) reviewed the message and discussed that storage mode had been reached due to a memory anomaly and indicated therapy remained available. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during interrogation of this pacemaker with a programmer, a message was observed that the device was in storage mode. Boston scientific technical services (ts) reviewed the message and discussed that storage mode had been reached due to a memory anomaly and indicated therapy remained available. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.